Manufacturer narrative:
(B)(4). MDR ref#: 9615742-2011-00058 (avaulta posterior biosynthetic support system).

Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent an anterior and posterior repair procedure for treatment of pelvic organ prolapse. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.